Event description:
Using instrument as indicated for a right tympanoplasty with right middle ear exploration. The jaws of forcep broke off. Able to retrieve broken portion. Another device obtained and surgical procedure continued. Patient was not harmed.